Manufacturer narrative:
The helpline support team contacted carelink support to report that the carelink personal account user was seeing old date in the reports even the user has been doing successful update for the recent days. "Complaint summary: the helpline support team contacted carelink support to report that the carelink personal account user was seeing old date in the reports even the user has been doing successful update for the recent days. Investigation/testing summary: attempted to reproduce the issue by generating the daily review report in carelink support application and confirmed that the issue was reproducible. To investigate further , generated csv report and found that the user has changed the device on 18th jul'23 , which has back dated time change of 18th jul'22 and its been in 2022 until now. Since the date is back dated , the data became ambiguous for current date range , so the reports do not show the data. To assist with the resolution for this issue , provided the below steps to helpline support team. Request user to update the pump date to current date and time and start uploading. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: the root cause of this issue is due to the back dated time change event made on the pump. Analysis summary: helpline confirmed that the issue was resolved. We validated the upload made by the user and observed that the current time change has been done by the user which has resolved the issue. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the carelink reports and was unable to see the reports. Troubleshooting was performed; however, the issue was resolved. No harm requiring medical intervention was reported. The customer continued the use of the application and it will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.